Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that an mr290v humidification chamber dome broke after four days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare in (B)(6) and was visually inspected. Results: visual inspection revealed a vertical crack in the chamber dome beside the hinge bracket, stretching to the base. Residue was present on the chamber dome. A lot check revealed no other complaints for lot 140711. Conclusion: the nature of the cracking and the residue on the dome indicates that the damage was caused by the chamber coming into contact with a solution containing ethanol/alcohol which has resulted in environmental stress cracking of the chamber dome. Every mr290 chamber is pressure tested to 200 cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Maximum operating pressure: 8 kpa. Our monitoring and trending of complaints of environmental stress cracking in mr290 chambers has a rate of occurrence of (B)(4) sold worldwide in the last year to the end of april 2015.